Event description:
It was reported that an li61se intraocular lens was removed intraoperatively due to bent haptic. The ez-28b was used as the delivery device. The incision was enlarged to remove the lens, and a backup lens was implanted with no problem. No sutures were used. According to the surgeon, the most likely cause of the event was loading error. The pt's most current bcva is 20/15 with no complications. Please reference MDR#: 1119279-2012-00112 for the delivery device.

Manufacturer narrative:
The lens was returned to b & l. Visual inspection found both haptics bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.